Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the procedure, the case was cancelled. An angiogram was taken of the left pulmonary artery, and a suitable location was found for the cardiomems sensor, with a diameter of 8.7 mm for the sensor location and 5-6 mm for the nitinol loop. The pulmonary artery curve from the trunk to the left branch was sharp but viable for implant. A 7.5 french swan ganz catheter was used to take an angiogram, and a non-abbott guidewire was advanced. The wire did not loop in the right ventricle. When the delivery system was advanced over the guidewire, the guidewire was pushed back proximally. Several attempts were made, but each time the wire was pushed back. The delivery catheter was removed, and a new steelcore guidewire was advanced via the swan ganz catheter. There was no loop in the wire when the sensor was advanced. The steelcore wire was stiffer and provided more support, but it would still push back when the delivery catheter was advanced. Then, the non-abbott introducer became dislodged from the insertion. Access was lost, the wire and delivery catheter were removed, and the implant procedure was cancelled. The patient experienced no adverse consequences.